Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). At call back on (B)(4) 2018, mother stated the customer's condition had improved since the initial call. Customer did not currently have any diabetic symptoms. Customer had gone to the ER (B)(6) 2018 due to the e-5 error. Customer was diagnosed with high blood sugar and was given IV. Customer was discharged the same day. No new medications or healthcare program was suggested. No further information was able to be obtained as mother had disconnected the call. Attempted to call back and voicemail left.

Event description:
Consumer reported complaint for e-5 error: test strip error. Mother is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. Customer was using proper testing technique. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-5. At the time of the call, the customer felt well and reported no symptoms. Mother stated she would take customer to the ER due to the e-5 error.